Event description:
A hospital was about to commence a trail of the accudrain but during training the nurses reported that they "do not like the smart site access port being exactly the same color (blue) as the smart site IV access sites in use throughout the hospital. "The objection is not to the smart site access just the color as this may cause an accidental injection of medication or other material into the wrong port. The product was not in contact with a pt, and there was no pt injury. There was no surgical delay because it was a training. The customer just wants to underline the risk of accidental injection because of the color of the smart access.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.